Manufacturer narrative:
Level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale marking defective on lot # 9091713. Investigation summary: customer returned (6) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 9091713. Customer states that on the top of the syringe markings, the 1/2 unit is further down. All returned syringes were tested using the plug gauge and all scale markings placements fell within specifications. A review of the device history record was completed for batch# 9091713. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200814800] noted for damaged cracked barrel. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 18 0.3ml 31gx6mm u-100 insulin syringe walmart experienced scale marking issues which were noted during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9091713. Verbatim: from phone call -pet owner called back to provide the correct lot# 9091713 c. Incident date-unknown. Pet owner reported out of 6 bags, 18 of the syringes had off on dosage marks. On the top of the syringe markings, the 1/2 unit is further down. Occurence-18.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 18 0.3ml 31gx6mm u-100 insulin syringe (B)(6) experienced scale marking issues which were noted during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9091713. Verbatim: from phone call -pet owner called back to provide the correct lot# 9091713 c. Incident date-unknown. Pet owner reported out of 6 bags, 18 of the syringes had off on dosage marks. On the top of the syringe markings, the 1/2 unit is further down. Occurence-18.